Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the forceps got stuck when grasping the internal limiting membrane during a combined cataract and vitrectomy procedure. The tips were completely closed and did not open. The procedure was completed after replacing the forceps. There was no patient harm.

Manufacturer narrative:
Additional information has been provided. Two samples were received. One sample in the opened original packaging and the other in the outer blister with coverfoil and fixed with adhevise tape (the sample is bent). The device history record for the affected lot was reviewed. No abnormalities which could have contributed to this event were found and the product was released according to acceptance criteria. A 100% final inspection was performed for this product. The samples were functionally and visually inspected with the aid of a photomicroscope and with various magnifications. The customer¿s complaint was confirmed with sample b. The forceps does not open again. Sample a was very bent but it could be activated. The instrument was destroyed for investigation. It was found that the forceps insert was buckled inside the handle. Because of the buckling the forceps insert could not be pushed to the front, therefore the forceps could not be opened. The buckling could be caused by high friction in the front and a weak point at the insert in the back in the area of the buckling. A manufacturing related root cause was identified. The manufacturer internal reference number is: (B)(4).